Event description:
On november 15, 2004, the patient contacted lifescan (lfs) alleging that her one touch ultra meter was flashing 12:00. The meter would enter the set-up mode and start flashing the 12:00 with the insertion of a test strip. She changed the battery in 2004; however, the meter kept going into the set-up mode. The meter was also in "mg/dl", instead of "mmol/l", and three dashes (---) appeared in place of te calibration code. She was unwilling to provide any further explanations. The patient reported that she had contacted endocrinologist and he had advised her to contact lfs. No further treatment was sought. The patient neither alleged harm nor experienced injury or medical intervention. The customer representative educated and trained the patient on setting the time, date, and the unit of measurement; however, the issue was not resolved. Based on the information available, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter and test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do no pass inspection, lifescan will inform FDA of the results in a supplemental report.